Manufacturer narrative:
Initial 7 of 8. Based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that patient reported infusion set was inserted into lean body led to bent cannula causing hyperglycemia and treated with correction injection via mdi. No further information was available.